Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing and crosstalk was observed in the device memory. Isometric testing with deep breathing was suggested. Programing changes were made to resolve the oversensing and cross talk. Further testings were recommended. No further information available.